Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s log file was submitted for review due to pump stoppage for seven hours. The patient has a special low flow controller that will only alarm when below 2.0 lpm. Log file submitted captured some low flow events with the calculated flow hovering right at the 2.0 lpm threshold in the first part of the log. Low voltage advisory events noted starting (B)(6) 2021 at 0056 while connected to battery power and continued until the voltage advisory events turned into voltage hazard events starting (B)(6) 2021 at 0229 and continued until battery power was depleted at 0237. The backup battery kicked on and continued to power the vad until all power was depleted at 0434 with the vad showing off. When power was restored the controller, internal clock was set to default of 1/1/200 until the clock was set via system monitor. Another pump stop was noted due to the pump stop button being pressed on the monitor. Unable to tell when that occurred because the clock was still not set on the controller but looked to be right before the clock was reset. Unable to tell how long the pump was off for due to the clock reset. The cause of the reported events was due to loss of battery power and the patient has been re-educated on proper charging of the batteries. No further pump stops reported, and the patient is currently stable at home. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of full battery depletion resulting in a pump stop until external power was restored. Review of the log files also confirmed that the pump stop button on the system monitor was temporarily pressed, as well as a few low flow alarms. A specific cause for the low flow alarms could not be conclusively determined through this evaluation. It was reported that the patient depleted the external batteries that were connected to the device on (B)(6) 2021, which resulted in a pump stop for approximately 7 hours. The patient was reeducated about external batteries and was stable at home as of (B)(6) 2021 with no further pump stops. The submitted log files were reviewed and collectively contained data from (B)(6) 2021. Through most of the data collections in the controller periodic log file, including overnight collections, the device was connected to external batteries. Complete external battery depletion events were captured on (B)(6) 2021, resulting in the controller backup battery providing power to the system. During the external battery depletion on (B)(6) 2021, the controller backup battery was also depleted, and the pump stopped. After external power was restored, the pump ramped up to the set speed without issue. The pump stop button on the system monitor was temporarily pressed on (B)(6) 2021, and the pump continued at the set speed once the stop button was released after approximately 2 seconds. In addition to the two pump stops, a few transient low flow hazard alarms were captured on (B)(6) 2021. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (document 10012388, rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13may2018. No further information was provided. The manufacturer is closing the file on this event.